Event description:
In 2008, I began synvisc injections in both knees -6weeks-. Ten days following both injections, I began to have edema in both my ankles/feet. I had never had a problem with swollen ankles. I still have swollen ankles/feet, after being on lasix and wearing support stockings. I have just begun, this week, a new diuretic -demadex 20 mg.- given to me by my rheumatolgist, who doesn't believe that edema is coming from the synvisc. I called synvisc and they said that in post marketing, there had been some pts with edema, but when asked how long did it last in the pts, they said no follow up was done so they did not know.